Event description:
It was reported that a catheter issue occurred. The 60% stenosed target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the image did not appear on the screen. It was also noted that air was not removed during preparation and flushing. The procedure was completed with another of the same device. No patient complications were reported.